Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of thrombosis and death are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
(B)(6) hosp data. Patient ID: (B)(6). It was reported that the procedure was to treat a narrow mid right coronary artery that was 100% stenosed. On (B)(6) 2014, the patient presented with angina. Therefore, a 3.5 x 28 mm xience xpedition stent was implanted, and the patient was discharged from the hospital on (B)(6) 2014. On (B)(6) 2017, an angiography was performed and the stent was noted to be patent. However, thrombus was noted that same day; although it was not specified where it was noted. Then, on (B)(6) 2018, the patient expired at home. The relationship between the device and the death cannot be confirmed. No additional information was provided.